Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that before a laparoscopic hepatectomy, a metallic sound was heard and an error 5 occurred at a system check. The blade became red and was broken off when the device was tested after it was re-assembled. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.